Event description:
The report received from the study indicated that approximately four (4) years after implantation of two (2) cypher stents in the right coronary artery (rca) target lesion, the patient experienced retrosternal burning, shortness of breath (sob) with exercise and presented to the emergency room with chest pain. Coronary angiography was done and revealed a mid third 75% in-stent-restenosis of the previously implanted cypher stents. The restenosis was treated by implantation of a taxus stent. The patient was discharged in stable condition.

Manufacturer narrative:
Additional findings of the cardiac catheterization reported the patient had an ejection fraction of 43%, a 30-40% stenosis of the left anterior descending (lad) coronary artery across the third diagonal, and no occluded obtuse marginal (om) branch. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon precept. This is one of two products being used during the same procedure. Please reference MFR. Report # 9610978-2007-00292 and # 9610978-2007-00293.